Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported material deformation could not be confirmed as the stent implant was not returned. It should be noted that the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use, states: prior to using the xience alpine eecss, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the mid circumflex artery. The patient presented with st-elevation myocardial infarction (stemi). A 3.5 x 23 mm xience alpine stent delivery system (sds) was advanced to the target lesion. During deployment, it was noted that the stent was missing. The sds was withdrawn from the patient anatomy. The dislodged stent was found on the stylet. The stent was noted to be damaged. Another device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.